Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) an osseotite® implant 4 x 10mm was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage and a fractured at the threads at top. Abutment and screw returned not damaged. The reported device was located on tooth 46 (fdi) was used for approximately 11 years. Device history record (dhr9 review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event (complaint category keyword: dental : functional : fracture : implant) and no other complaint was identified. Post market trending was reviewed and there were no actionable events or corrective actions for the reported event or device. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). The following sections have been updated: d9: device available for evaluation change ¿no' to 'yes.'

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).

Event description:
It was reported the implant fractured. Doctor removed the upper part and the bottom part was left to sleep. Doctor will place another implant in other site.